Event description:
It was reported in patient medical records that the patient underwent anterior cervical discectomy and fusion (acdf) at c5/6 and c6/7 using rhbmp-2/acs and segmental fixation. The disk was extremely degenerated at c5/6, measuring only 1 to 2 mm thickness, therefore extensive drilling was performed. A large central osteophyte was also removed. The doctor then proceeded to c6/7 with essentially the identical procedure as c5/6 except not as much stenosis on right side. The doctor proceeded with placement of internal fixation device which was of the "orion variety." The appropriately sized plate was chosen and five 13 mm screws. X-ray showed good position of the superior aspect of the fusion construct; the inferior aspect had been obscured by the patient's shoulders. Reportedly, the patient sustained unspecified injuries. No additional information was reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with cervical stenosis and underwent the following procedures: anterior cervical discectomy and fusion with partial microsurgical vertebrectomy, c5-c6 and c6-c7 utilizing segmental fixation. As per op-notes , "..extensive foraminotomies were carried out bilaterally. A large central osteophyte was removed as well. The surgeon were assured of a complete decompression at this point. They then chose a 6 mm synthes allograft to fit this space precisely and the central core was filled with bone morphogenic protein on a collagen sponge. The graft was placed into position in the interspace and excellent fit was achieved. They then proceeded to the c6-c7 level where essentially an identical procedure was carried out except that there was not as much stenosis on the right side as there had been at the c5-c6 level. At this point the surgeon proceeded with placement of the internal fixation device . Appropriately sized plate was chosen and the four corner holes were drilled and 13 mm screws placed. A 13 mm central screw was placed in the body of c6. Locking screws were applied. X-ray showed good position at least of the superior aspect of the fusion construct. No complications were reported.. ¿

Event description:
It was reported that on (B)(6) 2004 the patient underwent a anterior cervical discectomy and fusion with partial microsurgical vertebreotomy at c5-c6 and c6-c7 utilizing segmental fixation. It was reported that on (B)(6) 2004 the patient underwent the re-exploration of anterior cervical wound, evacuation of hematoma, and placement of jackson-pratt drain. It was reported that on (B)(6) 2005 the patient underwent the exploration of cervical spinal fusion with removal of hardware. It was reported that as a result of the use of infuse in this surgery the patient now suffers from chronic pain syndrome, neck pain, bulging discs, allergic reaction, obstruction of airway, anxiety, and narcotic dependence.